Event description:
The customer's mother reported that her son's blood glucose was 70 mg/dl, so she gave him juice (amount not specified). By 8:30 pm his bg was 120 mg/dl, but it read "high" (>500 mg/dl) by midnight. It remained "high" at 1:00 am. At 4:00 am she gave him a manual insulin injection for correction (dosage not reported) and deactivated the pod. The cannula was bent when the device was removed and discarded.

Manufacturer narrative:
The device will not be returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No qualification records were reviewed as no product lot number was reported. The omnipod user guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider," "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "'low' or 'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death." It advises "any time your blood glucose is low, treat it immediately. Check it every 15 mins while you are treating, to make sure you don't overtreat the condition and cause blood glucose levels to rise too high," and "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod."